Event description:
It was reported that a revision surgery of the pe insert was performed due to infection 16 months after primary surgery. After the device was explanted, it was noticed it appears to be yellowish. To treat the infection an implantation of cement spacer was performed.

Manufacturer narrative:
The associated genesis ii cr deep flexion articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated anterior deformation adjacent to the inserter divot features; posterior lock detail appears undamaged, and scratches and gouges on the inferior surface, and pale yellow color are observed on the inferior and superior surfaces. The exact causes of anterior deformations, scratches, pale yellow color, and slight wear on the superior condylar surfaces could not be determined from the investigation of the device. There were no observations of material or manufacturing deviations in the course of this investigation. The device was manufactured in 2017. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Product was sterilized according to sterilization release documentation from quality control. A clinical analysis noted that without the supporting pathology report, labs/laboratory findings and radiographic images the root cause of the reported infection nor the operative findings cannot be concluded. An infection occurring approximately 16 months post op is most likely hematogenously spread and not due to the implanted device. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.